Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application was showing a silent phone even though the phone is not set to silent. There was no report of injury or medical intervention. No additional patient or event information is available.